Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to retrieve further information regarding the event, but no further information has yet been received despite manufacturers multiple attempts of follow up. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, form the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
On (B)(6) 2025, a perceval plus valve pvf-l was implanted in a patient. The valve was removed on (B)(6) 2025 due to ie (infective endocarditis). Bentall surgery was done using inspiris as the replacement valve. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturing is retrieving further information from the site and will submit follow-up report upon availability of new, relevant details.